Event description:
In (B)(6) of 2008, I had surgery to tack my bladder. My condition was so severe that parts of my bladder were out of my vagina. Dr (B)(6) was my pcp at the time and sent me to an obgyn, dr (B)(6) in (B)(6). They had to do the surgery to tack my bladder and they used a mesh. Since the surgery I have been to my present pcp so many times with reoccurring ut infections and to the ER at (B)(6) hospital. My present pcp is dr (B)(6) at (B)(6). He has been really concerned due to the pain in my back and more than that... So much pus in my urine and now is sending me to an urologist, dr (B)(6). I still wet my pants, frequent bed wetting and severe pain. My friends talked about how this has been more severe after having the surgery. Before the surgery I had ut infections 3-4 times per year. Since the surgery I have them continual. I just found out from my friends about the mesh. Can you please advise me on the mesh, what I need to do. I am a single mother now with 2 kids in school and in pain.